Event description:
It was reported that during use with bd bactec¿ mgit¿ 320 system a false positive result was obtained. The result was not reported and there was no patient impact. The following information was provided by the initial reporter: mgit 320-false positive result. Have duplicate or differential tests been performed to confirm this result? Yes. Did you report the abnormal results to the clinician? No. Is any patient's treatment plan been delayed due to this result? No. Did the delay in the treatment plan cause other adverse effects on the patient? No. Did the clinician use this abnormal result in the clinical treatment of the patient? No.

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positive results" was received against instrument bactec mgit 320 material number: 441743, serial number: (B)(6) bd remote assistance provided, no further instrumental errors were observed. This is an unconfirmed failure of bd product and root cause was unknown. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that during use with bd bactec¿ mgit¿ 320 system a false positive result was obtained. The result was not reported and there was no patient impact. The following information was provided by the initial reporter: mgit 320-false positive result. Have duplicate or differential tests been performed to confirm this result? Yes. Did you report the abnormal results to the clinician? No. Is any patient's treatment plan been delayed due to this result? No. Did the delay in the treatment plan cause other adverse effects on the patient? No. Did the clinician use this abnormal result in the clinical treatment of the patient? No.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.